Event description:
The physician reported that, during intraocular lens implant procedure, the iol was cracked during insertion. Additional information was received that, there was no harm to the patient. The patient was not hospitalized.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).